Event description:
End user states he purchased the unit 10 years ago online, the unit has never been serviced and the end user is unaware of location of the owners manual. End user states the unit power up will run for awhile and then lights come on, alarms then shuts down. End user states the white reset button will pop out sometimes. End user was not able to provide a serial number but states model irc5p2. End user states lincare had contacted him yesterday for service and he declined. End user will contact lincare for service, end user found number in rolodex.